Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during bolus/basal. Customer's blood glucose was 149 mg/dl. Customer was assisted with clearing the alarm and was advised to disconnect from the pump. The motor error occurred 4 times in the last 30 days. Customer also had a motor position encoder error alarm in the alarm history. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced and to return the pump with the battery and zero out he basal rates. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was asked verbally and in written form to return the pump for analysis.